Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported vibe user is under 18 years old. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. The animas vibe system's continuous glucose monitoring (cgm) is indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes, and is intended to complement, not replace, information obtained from standard home glucose monitoring devices. Do not use the dexcom g4 platinum sensor and transmitter if you are under the age of 18, are pregnant (or planning to get pregnant) or on dialysis. The optional dexcom g4 platinum sensor and transmitter is only indicated for adult (over the age of 18) patients. However, a root cause for the reported inaccuracies cannot be determined.